Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the reverse trigger would activate while in safe mode was engaged and that the device would oscillate unintentionally.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the reverse trigger would activate while in safe mode was engaged and that the device would oscillate unintentionally.

Manufacturer narrative:
Follow-up report submitted to document manufacturer device evaluation results.